Event description:
It was reported that on the electrocardiogram (EKG), the patient's heart rate was becoming bradycardic and the device was not capturing. Device data was then transmitted and the information received on the remote transmission was reviewed by qualified personnel. The electrogram showed atrial capture and the patient's heart rate was in the normal range. The health care professional then adjusted the EKG leads on the patient and the EKG "looked better". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092 implantable pacing lead, (B)(6) 2013. (B)(4).